Event description:
It was reported the patient is not receiving stimulation after not charging her scs system for months. The patient's scs charger and scs programmer will not communicate with her scs ipg. It was also reported prior to the patient losing stimulation, she experienced a burning sensation at her scs ipg pocket site while using her scs system. The burning sensation would resolve when the patient turned off her stimulation. The physician plans on replacing the patient's scs ipg; however, no surgery date has been set at this time. No additional information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.